Event description:
When preparing the pump for implant, they were only able to withdraw 24ml of saline; they usually expected to withdraw approx 35-40 ml. They proceeded to place the pump in warm ringers for an unk time and attempted to withdraw more saline but were unable to. The pump was filled with 16 ml of drug (unk) prior to implant and was implanted. There was reported to be no pt injury. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).